Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer's current blood glucose is 600 mg/dl at the time of hospitalization. Customer was off insulin pump for 24 hours. The customer treated high blood glucose with insulin drip and also did bolus with insulin pump. Based on customer report customer did not allege pump was under delivery. Customer was unable to complete carelink upload. The insulin pump passed high pressure test. The customer took the site out and the cannula was bent and curled up. The insulin pump will not be returned for analysis.